Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead received a shock. Technical services (ts) reviewed the episode in which the patient had gone into a ventricular arrhythmia. A shock was delivered which successfully converted the rhythm. There was no noise observed during that time however, afterwards significant noise on the ra lead and shock channel were observed. The noise was being oversensed. Ts noted the lead measurements were all within normal range. The reason for the noise and oversensing is unknown at this time. Ts discussed troubleshooting options. The field representative would discuss with the physician. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead received a shock. Technical services (ts) reviewed the episode in which the patient had gone into a ventricular arrhythmia. A shock was delivered which successfully converted the rhythm. There was no noise observed during that time however, afterwards significant noise on the ra lead and shock channel were observed. The noise was being oversensed. Ts noted the lead measurements were all within normal range. The reason for the noise and oversensing is unknown at this time. Ts discussed troubleshooting options. The field representative would discuss with the physician. The device remains in service. No adverse patient effects were reported. Additional information was received that this cardiac resynchronization therapy defibrillator was explanted due to noise on the shock channel. A new device system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead received a shock. Technical services (ts) reviewed the episode in which the patient had gone into a ventricular arrhythmia. A shock was delivered which successfully converted the rhythm. There was no noise observed during that time however, afterwards significant noise on the ra lead and shock channel were observed. The noise was being oversensed. Ts noted the lead measurements were all within normal range. The reason for the noise and oversensing is unknown at this time. Ts discussed troubleshooting options. The field representative would discuss with the physician. The device remains in service. No adverse patient effects were reported. Additional information was received that this cardiac resynchronization therapy defibrillator was explanted due to noise on the shock channel. A new device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.